Event description:
The device was returned for a pneumatic valve actuation failure (valve 1). Upon return, the device had a pump alarm error at start up and log files indicated pneumatic valve actuation failure (valve 1). The device failed recharge and air compressor was found to not be functioning properly causing the valve 1 error as well as basic recharge failure. The air compressor will be removed and replaced during repair process. No other damage found.

Event description:
The following has been reported: biomed reported: no patient reported incident pump errors. Service required. A preliminary review identified the following issue: pneumatic valve actuation failure (valve 1). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.